Event description:
Centaur equipment was being used to obtain troponin level on patients. A faulty valve caused intermittent falsely elevated troponins of approximately 30 patients. Of the 30 patients, 14 received faulty readings. All 14 patient's cases were reviewed. One patient had a stent placed, but the procedure was considered necessary even after the review of the results.